Event description:
The international customer reported no oxygen and the ventilator alarmed low o2. Follow up attempts were made to obtain additional information regarding the customer's reported problem; no response received to date. The customer reported patient involvement with no harm to the patient.

Manufacturer narrative:
Follow up attempts were made to obtain additional information regarding patient information; no response received to date.